Event description:
Ls1500 used on liver cancer case, instrument closed and could not be removed from liver. (B) (4) contact (B) (4) option 4 discussed return with (B) (4). Returned to MFR under (B) (4).